Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact. E1. (B)(6).

Event description:
The customer reported that there was "no sound coming from the speakers". There was no patient impact or consequence reported.